Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient, underwent an atrial fibrillation (afib) procedure with a c3 navigational variable lasso catheter. It was reported that the catheter was not making any curve. The catheter was replaced and the issue resolved. There was no patient consequence. The procedure was completed successfully. Upon receipt, the catheter was visually inspected and it was found that ring 19 was damaged and had some white particle underneath. This condition was not originally reported on the complaint. Due to the quantity/mass size of the white foreign material specifically observed on this lasso catheter, the identification of the type of material was not possible. It is unknown how the ring was damaged and the origin of the foreign material. An internal corrective action has been opened to investigate this condition. The catheter ods were measured and catheter was within specifications. Then per the reported event, the deflection and contraction tests were performed and the catheter passed both. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage rings from leaving the facility. The reported customer complaint cannot be confirmed. For the damage ring/foreign particles, as previously stated, an internal corrective action has been opened to investigate this condition.

Event description:
It was reported that a patient, underwent an atrial fibrillation (afib) procedure with a c3 navigational variable lasso catheter. A damaged electrode ring with material underneath malfunction occurred. It was reported that the catheter was not making any curve. The catheter was replaced and the issue resolved. There was no patient consequence. The procedure was completed successfully. Upon visual inspection of the returned complaint catheter on july 13, 2014, the bwi failure analysis lab noted that the electrode ring #19 was damaged, sharp and had a white piece of material underneath the distal side. Upon request, additional clarification on the returned catheter condition was received. The catheter was not withdrawn from the patient with any difficulty. This returned catheter condition was not noted prior to using the catheter nor was it noted upon withdrawal from the patient. This condition was also not noted prior to sending the catheter to the bwi failure analysis lab. The sheath used was a white st.jude 8.5f. The event was originally considered non reportable. However, the returned catheter condition noted on july 13, 2014 has been assessed as reportable. The awareness date was updated for this record from may 14, 2014 to july 13, 2014 as when the issue was found from the bwi failure analysis lab.